Manufacturer narrative:
B5: upon additional information, the leak was observed to originate ¿from the end of the tubing where the blue connector needs to be screwed in straight and tight enough to stop the flow of the 5fu (fluorouracil).¿ h4: the lot was manufactured between january 10, 2024 - january 12, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified damage was noted on a large volume infusor which subsequently leaked. When the device was being unpacked, solution was noted in the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.